Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. It was noted that the septum was crossed several times during the transeptal puncture (tsp) using the versacross connect. The 27mm wds was advanced, deployed, and released in the laa. Approximately two (2) hours post procedure, while the patient was in the post anesthesia care unit (pacu), an effusion was noted via transthoracic echocardiogram (tte). The patient's blood pressure dropped, and a second tte was performed. The effusion appeared larger. The patient was brought back to the lab for a pericardiocentesis. Approximately 300ml of dull red blood was drained to treat the effusion. There were no further complications and the patient remained in the hospital for approximately 3 days post procedure before being discharged.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. It was noted that the septum was crossed several times during the transeptal puncture (tsp) using the versacross connect. The 27mm wds was advanced, deployed, and released in the laa. Approximately two (2) hours post procedure, while the patient was in the post anesthesia care unit (pacu), an effusion was noted via transthoracic echocardiogram (tte). The patient's blood pressure dropped, and a second tte was performed. The effusion appeared larger. The patient was brought back to the lab for a pericardiocentesis. Approximately 300ml of dull red blood was drained to treat the effusion. There were no further complications and the patient remained in the hospital for approximately 3 days post procedure before being discharged. It was further reported that the device is not returning for analysis as it was discarded post procedure. The patient had a difficult appendage, and the septum was crossed several times to attempt more coaxial deployment. The patient was in recovery for several hours after the procedure before needing to be brought back to the cath lab for pericardiocentesis.

Manufacturer narrative:
Device technical analysis: the device was not returned for analysis as it was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record (DHR) review: a ship history could not be performed with the information provided and therefore did not yield any results for possible lot numbers. The DHR review could not be performed as the lot number was not provided. Labeling review: review of the instructions for use (IFU) states: "careful manipulation must be performed to avoid cardiac damage, tamponade or vessel trauma." The IFU also states to not attempt to deliver rf energy until the active tip of the versacross rf wire is confirmed to be in good contact with the target tissue. Adverse events include: pericardial and pleural effusion. Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the versacross connect device confirmed that the events of pericardial effusion and hypotension are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect device is acceptable. Investigation conclusion: based on the information provided, the reported event of pericardial effusion and hypotension are known inherent risks of the versacross connect device. Pericardial effusion and hypotension are expected procedural complications addressed within the IFU for the versacross connect. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. B5: describe event or problem- updated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.